Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needlefree connector did not allow flow during infusion. The device was being used with a non-baxter syringe needle and a non-baxter IV tubing set. There was no patient injury or medical intervention associated with this event. No additional information is available.